Event description:
Boston scientific received information that the cardiac resynchronization therapy defibrillator (crt-d) and another manufacturer's right ventricular (rv) lead exhibited high out of range shocking impedance measurements detected via the patient's remote home monitoring system. The patient will be brought in to evaluate the source of the impedance issue. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that a revision procedure was performed. Another manufacturer's implantable right ventricular (rv) lead was explanted and successfully replaced. The cardiac resynchronization therapy defibrillator (crt-d) remains in service.